Event description:
Per the clinic, the patient experienced low sound volume, open circuit electrodes and high impedance with the internal device. Troubleshooting at the clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. The device was explanted (date not reported) and the patient was reimplanted with another cochlear device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023. This report is submitted on october 26, 2023.